Manufacturer narrative:
Information contained in this report was previously submitted through asr on 25/apr/14. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified the following: a crease fold, wear abrasion and an opening. Leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a smooth crease opening on the posterior. The fill test inspection was performed and found no blockage. Based on the device analysis the final assessment is: -a smooth crease opening on posterior due to an fold flaw opening.

Event description:
Patient reported right breast "moderate pain". The device has been explanted.